Manufacturer narrative:
(B)(4). An investigation was carried out into this complaint. When reviewing similar events for maxi move we have found a low number of similar cases where spreader bar came loose from the lifting arm. With the amount of sold devices and comparison to daily use of a device, we find the occurrence rate to be very low. The device was inspected by an arjohuntleigh representative at the customer site and found to be out of its specification - broken locking clip. The device was being used for patient handling and contributed to the event. The part that attaches the spreader bar to the t-bar is called the lock and load system in the labeling of the device. The lock and load system is designed so that, when the spreader bar is connected to the t-bar, only a manual lifting of the spreader bar can allow separation of the spreader bar from the lift. Furthermore, during this manual lifting of the spreader bar, a secondary component called the retaining catch would need to be pushed in order to allow for the separation. This retaining catch is designed to product prevent an inadvertent separation of the spreader bar due to an unintended upward force applied to the spreader bar. Following significant wear or damages to the retaining catch, the t-bar or the spreader bar, this retaining catch feature may become inefficient, so that only an upward force becomes sufficient to disconnect the spreader bar from the t-bar. Please note that the device examination performed on the device at the customer site, after the incident, the locking catch was confirmed to have been damaged at some point. The event description by customer staff indicates that a resident was transferred from chair to bed, and "while lowering resident to bed the carry bar detached". This shows the resident was already placed in a sling attached to a spreader bar and lifted from a chair, and transferred to the destination. There are 2 main possibilities to explain the incorrect engagement of the lock & load system: the spreader bar was interchanged before the event, and the person performing this activity did not engage the spreader bar in the t-bar correctly, and as a result the spreader bar was not locked in but was balancing on the t-bar: this possibility is not considered to be highly likely, as the design of the system is fairly simple to use and allows for an easy detectability of an incorrect attachment. This possibility cannot be fully eliminated with certainty, but appears very much less likely than the second possibility, namely; the spreader bar was inadvertently lifted upward during use of the device, per example when lowering the spreader bar close to the patient or when attaching the sling. In this case the locking clip: would need to be faulty - should be easy to notice as a clicking sound appear during attaching; would need to (audibly, visually) break when lowering onto some object. None of the above possibilities can be confirmed in the event investigated here: it was stated by the service technician who interviewed the customer that the locking clip was damaged during the incident (e.g.. Due fall and possible hit of t-bar). There is no indication about changing spreader bar before the incident. It is therefore considered most likely that the lock and load system was not correctly engaged as the patient was being lifted off the surface, and that then the spreader. Bar was lowered onto a solid object during lowering, it this case the chair. Otherwise with the information presented to us, we fail to see how the spreader bar could have disengaged. The scenarios presented above are part of use simulation presented in report 100012960. This test report includes also simulations concerning not engaged spreader bar and locking clip. Due to this simulation we can reach the following conclusions. Conclusion related to misuse: "the only method we could simulate to have a spreader bar detach during use and under load (with the weight of the person in transfer taken on) is to not place it so that it locks into the t-bar but balance it on top of the t-bar. No other issue appears likely to cause a drop of the person in transfer before lowering". Conclusion related to combination of misuse and malfunction: "when the locking mechanism is broken, when the lock does not catch for other reasons or when the spreader bar is balanced on top of the t-bar and the spreader bar is lowered onto an object (e.g. Bed, chair) the spreader bar will only topple over when it is pushed up and not held into position by the weight of the person in transfer, and not held back by an attached sling. In that case the spreader bar will topple away from the face of the person". From received information and our evaluation as presented above, user error cannot be ruled out as not correctly engaging spreader bar is most likely to have contributed to the reported event. The received information and our evaluation as presented above are showing that if maxi move's warnings were followed in accordance to instruction for use, there would be no patient or caregiver at risk please note also that no training dates were provided.

Event description:
Initially it was reported by arjohuntleigh representative that spreader bar detached from the lifting arm during use. The resident being transferred from chair to bed, while lowering resident to bed the spreader bar detached, resident fell approximately 3 feet to floor and spreader bar dropped on the resident. The injured was hospitalized: x-rays; physical assessment. From the received info the resident sustained soft tissue injury - buttocks. The initial examination after the incident showed broken locking clip. Additional info from the customer: "routine transfer; did same transfer earlier in the day; sling was applied correctly; family suing home".

Manufacturer narrative:
(B)(4). Additional info will be provided following the conclusion of the investigation.